Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on critical override. A technical support specialist dialed into the server and checked heath sight viewer. No stations under this facility were listed under the critical override notice. Ran critical override reason, inbound sync delayed which can cause intermittent connection issues, was identified, and it was confirmed that the critical override issue ended on time period and also customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist.troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that the multiple station was on critical override. Additionally, the customer indicated that the server was not communicating with multiple stations, and the health sight viewer was also not establishing communication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.